Event description:
It was reported that multiple altitude alarms occurred with the pump. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.